Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced hyperglycemia with a blood glucose of 295 mg/dl after deploying an infusion set with the needle guard still in place, which prevented proper insulin delivery. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified as an incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.